Manufacturer narrative:
(B)(4). Carefusion tech support determined that the probable root cause of the reported event was a faulty user interface module. A replacement user interface module was shipped to the customer. Carefusion received the alleged faulty user interface module on (B)(4) 2015, however our service dept has not evaluated it. Once the alleged faulty user interface module be evaluated, a follow up medwatch report will be submitted.

Event description:
The customer called carefusion tech support, to report a ventilator that would not power up. Per the customer, the ventilator was initially on a pt, and the pt was extubated. They removed the ventilator from the pt in order to perform an extended system test. During the extended system test, the ventilator would not power up, only the led's on the membrane panel were lit up. The pt was placed on another ventilator. There was no harm to the pt during this event.